Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300 mg/dl, 289 mg/dl, and 220 mg/dl (first compact plus) and 84 mg/dl and 86 mg/dl (second compact plus). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).